Event description:
Device was placed in 2001 according to insructions. Pt discharged to nursing home 2 days later. Pt returned to hosp 6 days later with failure of all 4 t-fasteners. Nursing home attempted replacement of the tube, but failed. Pt developed peritonitis requiring surgery. One pt involved.